Manufacturer narrative:
(B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
The customer reported an IV set separated and leaked IV fluids and blood onto the floor in the emergency dept. A normal saline bolus was infusing and the set disconnected at the tubing and male luer connection. The leaking blood came from the angiocatheter since the IV male luer was still stuck in angiocatheter after the tubing disconnected from male luer. There was an estimated 30 ml blood loss. There was no pt harm or medical intervention. No further pt or event info was provided.